Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) would counter rotate after fixation, current of injury was minimal, and capture threshold was high. The lp was removed and implant attempt was abandoned. The patient was in stable condition.